Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in offline. The field service engineer found the drawer had failure, tested it with the multimeter tool and replaced the drawer controller. Booted up and flashed firmware to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station was in offline. The customer reported that the machine was in black screen. The customer stated that user was able to remove/issue medication to the patient and this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.